Manufacturer narrative:
MFR report is associated with argus case (B)(4), super poligrip original (zinc free formula).

Event description:
I swallowed this poligrip on my denture, I tend to swallow the product, it comes off and I ingested [accidental device ingestion], I have fibrous dysplasia of a jaw bone making my denture [fibrous dysplasia of jaw], he said that my stomach was pink [abdominal disorder], my gums, I think have shrunk [gingival disorder], if I put it in three parts, it wont hold my denture in place,so I spread, I put it around like half moon in the denture in order for it to hold [wrong technique in device usage process]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number na4p, expiry date unknown) for denture wearer. This case was associated with a product complaint. In 2016, the patient started super poligrip original (zinc free formula). On an unknown date, an unknown time after starting super poligrip original (zinc free formula), the patient experienced accidental device ingestion (serious criteria gsk medically significant), fibrous dysplasia of jaw (serious criteria gsk medically significant), abdominal disorder, gingival disorder, wrong technique in device usage process and product complaint. The action taken with super poligrip original (zinc free formula) was unknown. On an unknown date, the outcome of the accidental device ingestion, fibrous dysplasia of jaw, abdominal disorder, gingival disorder, wrong technique in device usage process and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion, fibrous dysplasia of jaw, abdominal disorder, gingival disorder and wrong technique in device usage process to be related to super poligrip original (zinc free formula). Additional information: adverse event information was received via call on 14 february 2019. The consumer called in about super poligrip and reported that, "I've been using super poligrip for years. I went to my gastroenterologist. He examined my stomach, I had colonoscopy and he said that my stomach was pink. I guess I had ingested of the poligrip over time. I want to know over time, do I spill this product to my intestines? Does it come out to my intestines? Like when I spill it, does it stays in my system? I swallowed this poligrip on my denture, I put it on my denture, I have to put it on around my denture, the whole denture. If I put it in three parts, it won't hold my denture in place. So I spread, I put it around like half-moon in the denture in order for it to hold. But I tend to swallow the product, it comes off and I ingested. Is this damaged my system. About three years ago, 2016 when he told me my stomach was pink. I've been using this since 2006. I'm supposed to go to him on (B)(6) of this month. It just loose and I have to take it off and put some more on, it comes down. My gums, I think have shrank and I have fibrous dysplasia of a jaw bone making my denture, my fit, it don't fit like it used to." Follow-up information was received on (B)(6) 2019. Consumer stated that the labels are prepaid, all she has to do is put the product into the bag. Initial and follow up information was included in the above narrative.

Manufacturer narrative:
Argus case (B)(4).

Event description:
Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number na4p, expiry date unknown) for denture wearer. This case was associated with a product complaint. In (B)(6), the patient started super poligrip original (zinc free formula). On an unknown date, an unknown time after starting super poligrip original (zinc free formula), the patient experienced accidental device ingestion (serious criteria gsk medically significant), fibrous dysplasia of jaw (serious criteria gsk medically significant), abdominal disorder, gingival disorder, wrong technique in device usage process and product complaint. The action taken with super poligrip original (zinc free formula) was unknown. On an unknown date, the outcome of the accidental device ingestion, fibrous dysplasia of jaw, abdominal disorder, gingival disorder, wrong technique in device usage process and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion, fibrous dysplasia of jaw, abdominal disorder, gingival disorder and wrong technique in device usage process to be related to super poligrip original (zinc free formula). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information, adverse event information was received via call on 14 february 2019. The consumer called in about super poligrip and reported that, "I've been using super poligrip for years. I went to my gastroenterologist. He examined my stomach, I had colonoscopy and he said that my stomach was pink. I guess I had ingested of the poligrip over time. I want to know over time, do I spill this product to my intestines? Does it come out to my intestines? Like when I spill it, does it stays in my system? I swallowed this poligrip on my denture, I put it on my denture, I have to put it on around my denture, the whole denture. If I put it in three parts, it won't hold my denture in place. So I spread, I put it around like half-moon in the denture in order for it to hold. But I tend to swallow the product, it comes off and I ingested. Is this damaged my system. About three years ago, 2016 when he told me my stomach was pink. I've been using this since 2006. I'm supposed to go to him on the 28th of this month. It just loose and I have to take it off and put some more on, it comes down. My gums, I think have shrank and I have fibrous dysplasia of a jaw bone making my denture, my fit, it don't fit like it used to." Follow-up information was received on 19 february 2019. Consumer stated that the labels are prepaid, all she has to do is put the product into the bag. Initial and follow up information was included in the above narrative. Follow-up information was received on 21 february 2019. Consumer had returned the sample of super poligrip original and provided lot number na4p. Follow up information was received on 28 march 2019 from quality assurance (qa) department regarding complaint number (B)(4) (issue number) and lot number na4p. The investigation report included that, sample was returned for this complaint, a notification review check was carried out on this batch which relates to manufacturing deviations, vendor investigations, change controls and laboratory investigations, there were no issues noted during the manufacture of this batch as per the defect of this complaint received. The complaint was unsubstantiated.